Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that during a routine device change out the pulse generator exhibited loss of output after being exposed to cautery and patients heart rate dropped to 30 beats per minute. The patient was stable and did not suffer any adverse affects. A new device was successfully implanted.